Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for fluctuating o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. The reported fluctuation of the o2-concentration was reproduced during simulated use test of the returned air gas module in a reference ventilator. The deviation was caused by one of the printed circuit(pc) board in the air gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer ref # (B)(4).